Manufacturer narrative:
It was reported that on (B)(6) 2017, a patient was lying in his bed and the remote started to spark and smoke. The patient called for staff who lifted the remote from the bed and it caught on fire. The fire was immediately extinguished. The facility program director confirmed that there were no heating pads or incendiary devices in the bed with the patient or near the remote, however no one was able to confirm or deny if liquid came in contact with the remote. The facility program director stated the patient was not injured during the incident. There was no medical intervention or serious injury reported related to this event. There is no additional information available from the facility at this time. A return sample evaluation was performed; one motor box and one pendant were returned in used condition. The motor box housing and the cord did not display any fractures. The cord plug was intact and did not display any damage. To evaluate motor box functionality, a known functional pendant was connected. The motor box was responsive to all pendant commands and functioned as intended. Upon visual inspection, a section of the rear of the pendant housing was found to be melted. Some debris was also noted near the melted area. The inner pcb board was black in color. The front top buttons were stuck in place. The pendant cord was intact and no sign of damage (cuts, tears, exposed wires etc.) To this was noted. Testing of the pendant verified water ingress. A root cause for the reported incident could not be determined. Functional tests on the motor box determined that it functioned according to product design. No other issues were identified. The end-user's environment while using the device is unknown. The maintenance history of the device is unknown. There were no manufacturing defects identified that could cause or contribute to the customer reported issue however due to the reported incident this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Hospital bed remote started to spark and smoke. No injuries were sustained.